Event description:
Piece of cutter broke off and "imbed" itself in the bone flap. Was not discovered until patient's post-op scan. Cutter disposed of after surgery and associated equipment not known. Patient has not yet been brought back into surgery to have fragment removed.